Manufacturer narrative:
The data was unable to be retrieved from the device. 80 hours were waited before attempting to download again, but data download was still not possible. No damage was present on the pcb. The cause of the inability to download could not be determined. Damage was found on multiple points of the commutator cap. Even though damage was found, it cannot be determined if it affected the delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 276 mg/dl, while the duration of use is unknown. The pod was worn on the abdomen. For treatment, the parent changed out the pod and gave a correction bolus. The mother reported no ketones.